Event description:
This complaint is now reportable based on the analysis completed on (B)(4) 2013. It was reported that during a percutaneous coronary intervention (pci) the device was unable to cross the lesion. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). The lesion was predilated and then a 2.75x32mm promus element stent delivery system (sds) was advanced to the lad; however, the device was unable to cross the lesion. The device was removed from the patient and the procedure was successfully completed with a different device. No patient complications were reported and the patient's current condition is stable. However, returned product analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluation: initial visual examination noted that the stent was severely damaged at both its distal and proximal edge. Microscopic examination noted that the distal edge was stretched distally towards the tip and the proximal struts were splayed outwardly. This type of damage is consistent with some form of restriction having occurred. The balloon was tightly wrapped and was not subjected to positive pressure. No other damage was noted on the device which could have contributed to the reported complaint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).